Event description:
A customer reported that their pump screen went dark unexpectedly and would not turn on, with no led blinking. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternative method of insulin therapy.